Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by nurse in the USA of patient made a mistake / touch contamination and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency not reported) intraperitoneally (ip) for pd. On an unreported date, dianeal therapy was discontinued. During a call with baxter customer services, the following was reported. On an unreported date, the patient fell and made a touch contamination. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on that same day. Cause of peritonitis was patient made mistake / touch contamination. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from the event of peritonitis. Further information was provided by a nurse on (B)(6) 2012. Dianeal therapy was ongoing (previously reported as discontinued). The nurse confirmed the previously reported event of peritonitis, cause of peritonitis and hospitalization dates. On an unreported date, the patient was treated with vancomycin and cefepime for peritonitis (route, dose and frequency not reported). On an unreported date, the patient was retrained and the retraining was documented. The patient was recovering from the event of peritonitis (previously reported as recovered).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported by the nurse that a touch contamination occurred. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.